Event description:
The patient reportedly experienced a loss of sound. Testing performed by the center confirmed the device was not functioning. No other information is available at this time. Advanced bionics is in the process of gathering more information.